Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, before a tka, a journey ii cr locking femoral impactor bumper rt broke in half. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.